Event description:
Inserting PICC line into patient using 4fr bard double lumen provena PICC. The PICC 3cg line would not advance due to stylet wire was found to be bent in a sharp angel 4cm from the tip.